Event description:
It was reported that while using the device, the device was leaking and the alarm did not sound. A backup device was available. Based on the information provided, there was no injury to the patient.

Event description:
It was reported that while using the device, the device was leaking and the alarm did not sound. A backup device was available. Based on the information provided, there was no injury to the patient.